Event description:
Additional review indicated that the patient had fractured wrist after fall. The patient couldn't sleep, eat and hardly walk.

Event description:
The patient reported he had a fall. He stated that on (B)(6) 2012 he fell backwards as his legs gave out. On (B)(6) 2012, the patient's pump was refilled but since has experienced changes; loss of pain management. The health care provider recommended a CT scan and per the patient it showed a broken catheter. The patient reported that prior to the fall he had discussed with the health care provider about testing to check if crystals/mass had developed. The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # j52949r23 implanted on: (B)(6) 2004 explanted on: unknown; 8590-1 dacron pouch lot # n264569 implanted: (B)(6) 2010 explanted: unknown; 8835 personal therapy manager (B)(4).